Manufacturer narrative:
The device is currently not available for analysis. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - an alert was received by home monitoring for pacing impedance >3000 ohms. There was one episode of noise with aborted shock. The patient was hospitalized on an unknown date, sometime early (B)(6) 2018, and the pocket was opened. The noise was easily reproducible when the connector was manipulated. The physician tightened the screw of the rv lead and the noise completely disappeared. The rv lead and this ICD remain actively implanted.